Manufacturer narrative:
Complaint conclusion: during an attempt to coil aneurysm of the anterior communicating artery there was coil migration of the deltaplush 10 cerecyte microcoil 1.5mm x 1cm (cpl10015130/ g13480) into the a4 segment after an inability to detach the coil in the aneurysm. During the coil embolization procedure, the 1.5x1 deltaplush was inserted into the aneurysm. X-ray control showed regular placement, and four attempts to deploy the coil were needed; afterwards there was resistance when pulling the microcatheter back. Cautiously, there was further pulling of microcatheter, and after the microcatheter left the aneurysm, the coil migrated into the left pericallosal artery. Further fluoroscopic series show further peripheral migration of the coil into a4 segment. 500mg of aspisol was administered intravenously. Retrieval of coil did not seem possible due to the small diameter of target vessel (anterior cerebral artery a4). Efflux of contrast medium was slowed but existent. Action taken was intravenous administration of aggrastat (tirofiban), which is noted as indicated for imminent myocardial infarction only; fixation of 6f sheath via suture; as the patient was neurologically stable, an mrt was scheduled for the next morning. There is no further information regarding the mrt findings that was scheduled the next day, and no information regarding the status of the patient post unsuccessful treatment of the aneurysm or coil migration. The (B)(6) female who had a previous medical history of subarachnoid bleeding with treatment of an mca aneurysm was undergoing coil embolization of an anterior communicating artery. Prior to this coil, during the procedure, the right femoral artery was accessed with introduction of a 6f sheath, selective catheterizing of left internal carotid artery and administering of 5000 iu heparin (90 minutes later 2000iu heparin extra). A 6f penumbra neuron catheter was changed via exchange wire with introduction of an excelsior sl 10 microcatheter and microwire. The known aneurysm of the anterior communicating artery was angled into ventrocranial direction with a 2.0 x 1.3mm diameter max. The neck/dome configuration seemed apt for coiling. The microcatheter was placed inside the aneurysm and it was attempted twice to insert deltapaq cerecyte coils (1.5mm x 2 cm respective 2mm x 2cm) without success as the coils proved to be too big/long. The 1.5x1 deltaplush was then inserted as the third coil. No further information is available. The coil remains implanted and the delivery system is not available for analysis. Based on the available information it is not possible to determine what if any procedural/clinical factors may have contributed to the inability to detach the coil and the coil migration. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During a coil embolization procedure, deltaplush 10 cerecyte microcoil 1,5mm x 1mm (cpl10015130/ g13480) was inserted into the aneurysm. X-ray control showed regular placement, and four attempts to deploy the coil were needed; afterwards there was resistance when pulling the microcatheter back. Cautiously further pulling of microcatheter, and after the microcatheter left the aneurysm, the coil migrates into the left pericallosal artery. Further fluoroscopic series show further peripheral migration of coil into a4 segment. Application of 500mg aspisol intravenously. Retrieval of coil seems not possible due to small diameter of target vessel (anterior cerebral artery a4). Efflux of contrast medium is slowed but existent. Intravenous administration of aggrastat (tirofiban) comment: indication for imminent myocardial infarction only; fixation of 6f sheath via suture; as there is a stabile neurologic situation mrt next morning is scheduled. Prior to this coil, punction of femoral artery right groin, introduction of 6f sheath, selective catheterizing of left internal carotid artery and administering of 5000 iu heparin (90 minutes later 2000iu heparin extra)changing to 6f penumbra neuron catheter via changing wire and introduction of microcatheter excelsior sl 10 and microwire. The known aneurysm of the anterior communicating artery is angled into ventrocranial direction with a 2,0 x 1,3mm diameter max. The neck/dome configuration seems apt for coiling. The microcatheter is placed inside the aneurysm and it is attempted twice to insert deltapaque cerecyte coils (1,5mm x 2 cm respective 2mm x 2cm) without success as the coils prove to be too big/long.

Manufacturer narrative:
The final comment indicated that this was a futile attempt to coiling second aneurysm of the anterior communicating artery with migration of coil into segment to a4 possibly because of malfunction of device during deployment. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.